Event description:
It was reported by the customer that the catheter was placed via subclavian. Upon removal, the spring wire guide (swg) broke into single components or it protracted. The swg did not separate in two separate pieces. It was noted in the report this happened with 3-4 catheters of the same lot. There were no reported pt complications.

Manufacturer narrative:
(B)(4).